Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer was advised to remove the reservoir from the pump and disconnect and reconnect the reservoir and infusion set. Customer declined troubleshoot. The customer will not returned insulin pump for analysis.